Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had scratched reservoir tube window and lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 480 mg/dl, which had not yet been treated. The customer did not recall any significant events leading up to the error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.